Manufacturer narrative:
The event occurred in Germany during preparations. It was reported that the belt on the HL 20 pump (serial#(b)(6)) was torn. During service the same pump displayed also the error message "HEAD". No harm to any person has been reported. According to the HL20 service manual the error "HEAD" indicates that the motor tacho shows a value but the head tacho shows 0 (zero). Note the failure worn belt is not reportable. A Getinge Field Service Technician (FST) was sent for investigation and repair on 2026-07-08. The failure could be reproduced and the MCP00706445#Spare Part Kit HL20 motor (material#701068194) and the V-Belt "RPM 20 PMO 15", polyflex (material# 701049845) were replaced. The FST performed Safety, Calibration, and Functionality checks to factory specifications. All function tests are passed. A similar complaint with error message: "HEAD" was already investigated in the Getinge Life Cycle Engineering on 2025-03-31. During investigation of the motor, it was identified that the output voltage of the tacho signal shows periodical voltage drops. This can lead to a misreading of the motor speed by the RPM control system which results in the reported error message: "HEAD". The most probable root cause could be determined to a contact issue between the tacho rotor and the brushes. A broken belt kit was already investigated at the manufacturer on 2020-05-28. The most probable root causes were determined as: 1. Belt profile error causing them to not run properly in the RPM pulleys 2. Different height of the two pulleys 3. Belt pulley profile error 4. Faulty belt Tension The review of the non-conformities has been performed on 2026-07-16 for the period of 2018-11-16 to 2026-06-26. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2018-11-16. In addition, a review for potential Field Actions and CAPAs related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing Field Actions and/or CAPAs. Based on the results the reported failure "worn belt and HEAD error" could be confirmed. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of MAQUET Cardiopulmonary¿ s Trending program and additional investigations or corrections will be implemented in case of adverse trending. This event occurred on the German market on a significantly similar device to "HL 20, 4-pumps console base", which is sold in the US under premarket submission number K943803 for the out of the US device, subjected to this report. For D4 Unique Identifier (UDI)#, primary DI number has been used for HL 20, 4-pumps console base with catalog number 701028580, which is sold in the US. Provided D4 serial number and H4 device manufacturer date correspond to device involved in the event, not available in US.

Event description:
The event occurred in Germany during preparations. It was reported that the belt on the HL 20 pump (serial#(b)(6)) was torn. During service the same pump displayed also the error message "HEAD". No harm to any person has been reported. According to the HL20 service manual the error "HEAD" indicates that the motor tacho shows a value but the head tacho shows 0 (zero). Note the failure worn belt is not reportable. The failure HEAD can cause an unintentional pump stop. Therefore, a report is required. Complaint id: (b)(4).